Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery gauge dropped from 55% to 5% after being connected to a power source. The customer's blood glucose (bg) level was 267 (mg/dl) due the customer recently eating breakfast and no delivering a bolus for the meal. A bolos was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.